Manufacturer narrative:
(B)(4). Device history records are unavailable for review. No sample, picture or video was received to perform an investigation therefore we are unable to validate the alleged complaint. Device history records are unavailable for review (see internal note #9), no further action is required at this time.

Event description:
It was reported that there were alignment issues. There is a problem in closing the clip because of alignment issues. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there were alignment issues. There is a problem in closing the clip because of alignment issues. There was no patient injury.